Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and electric shocks due to atrial driven events with rapid ventricular response (rvr). No additional adverse patient effects were reported. At this time, this device system remains in service.